Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the external pulse generator¿s (epg), stylus is defective. The stylus tested out of specification during manufacturers analysis. The hard drive was reconfigured and reloaded, the soft was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer¿s stylus is defective, additional request to reload the software and test. The programmer was returned to service and repair. There was no patient involvement.